Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the cable/cord/wiring on the motor device had been damaged, the motor and control had liquid damage, and the device failed handpiece temperature and air pump assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had damaged cable/cord/wiring and defective motor and control (liquid damage). Therefore, the reported condition was confirmed. It was further determined that the device had failed handpiece temperature and air pump assessments. The assignable root cause was determined to be due not following cleaning, sterilization and/or maintenance procedures. This was further defined as user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.